Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. Root cause of the reported needle did not retract could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding and bruising or result in pain at the infusion site. Blood was observed on the bottom housing viewing window. The formed needle, soft cannula, and housing were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, root causes for the reported infusion site events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the pods needle had not retracted upon initial activation. In addition, the patient reports having bleeding and pain at the pod infusion site.